Manufacturer narrative:
One cadd ms3 pump was returned for analysis in good condition. The device was returned for giving errors that the cassette is not attached. The customer's stated problem was not verified. The pump was inspected and functional testing was performed, it passed all tests. Further investigation of the pump and determined that the device had no issue with giving errors or alarms in which unable to detect cartridge. Therefore, no problem found with the issue.

Manufacturer narrative:
Reported to have occurred three times with the same patient, related to 3012307300-2019-02647 and 3012307300-2019-02645.

Event description:
Information was received indicating that a smiths medical cadd-ms 3 ambulatory infusion pump in use for pulmonary arterial hypertension displayed an error indicating that there was no cartridge, but that the cartridge still contained medicine. It was reported that this happened on three days. It was reported that the patient switched to their backup pump. It was reported that the medication amount of 100ng/kg/min was administered continuously via a subcutaneous route. No adverse patient effects were reported.